Event description:
It was reported that a physician trained in the use of the perclose proglide attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, the marker lumen had no pulsatile flow and the device was removed. Another proglide was used with the same results. The method used to achieve hemostasis was not provided. There was no adverse patient sequela reported. Though requested, no additional information was provide.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event is an estimated date. The device is expected to be returned for evaluation. It has not yet been received. The perclose proglide (part #12673-03, lot #940206h) is being reported under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). Investigation of the returned device found it in the pre-plunger deployed position with blood present in the device. This finding indicates insertion into the patients anatomy. The device marking was tested during the receiving process and the device did not mark. These findings are consistent with and confirm the reported experience. During the external examination, coagulated blood was detected at the proximal end of the marker tube and at the distal marker port. During testing, the metal guide tube was peeled away from the internal needle guides to expose the marker lumen. Coagulated blood was detected throughout the marker lumen preventing marking during the receiving test. After the lumen was cleared, the device flushed/marked without difficulty. Based on the investigation findings, the probable root cause for the failure of the device to mark during use is related to incorrect technique and/or operational context. There were no manufacturing or quality issues detected. Review of the device history record for this lot did not produce any findings relevant to this report.